Event description:
The pt had no stimulation on the left side following implant. Impedance readings were >40000 ohms. X-rays revealed the lead was not all the way in the implantable neurostimulator. They went back in and fixed it. The pt was doing well following the revision and recovered without permanent impairment. She had "great bi-lateral stim".

Manufacturer narrative:
(B) (4).